Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that the atrial lead exhibited loss of capture, high capture threshold and intermittent capture. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.